Event description:
The surecuff detached from the catheter during the scheduled catheter removal. The cuff was left in the subcutaneous tunnel. The device had been in place for 70 days prior to the event.

Manufacturer narrative:
According to the notes contained in the description of the event. The surecuff detached from the catheter during the scheduled catheter removal. The cuff was left in the subcutaneous tunnel. The device had been in place for 70 days prior to the event. Gross and microscopic examinations verify the dacron surecuff has detached from the catheter. The detached surecuff was not returned for evaluation. The complaint of a detached surecuff is confirmed. Gross visual and microscopic examinations revealed no defects at the surecuff site. A silicone adhesive residue was microscopically verified on the od of the catheter at both the distal and proximal ends of the surecuff site. There were no gaps or consistencies in the adhesive glue bond. With the condition of the complaint sample that was returned for evaluation and the information that was provided, the complainant does not indicate an obvious source of the failure and is insufficient to determine a cause. The lot# 43eq009 provided by the complainant is incomplete. Therefore a chr could not be completed.